Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was determined that the white power lead was damaged and internal wires were exposed. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable on the system controller (serial number: (B)(6)) was confirmed. Upon initial inspection, the damage to the white power cable jacket was noted. A log file was downloaded during testing, and data was reviewed. The data reviewed showed the controller functioning as intended. No indication of an interruption to controller function due to the damage to the power cable was noted in the data reviewed. The returned controller passed functional testing without issue. The root cause of the damage was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.